Event description:
It was reported that patient experienced an issue with the battery function. There was no reported impact to the customer¿s blood glucose level. No additional information was provided.